Manufacturer narrative:
On 01/21/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a breast implant rupture and capsular contracture associated with breast implant. During visual evaluation of the device, it was received in two parts and it was observed to be ruptured. Additionally, shell abrasion was noted in the edge of the rupture. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A shell abrasion/ rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information that the patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 400cc gel breast prostheses. On (B)(6) 2020, mentor received additional information about the event. The patient developed capsular contracture (baker grade unknown) in her left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured after implantation. Leaking of the patient¿s left breast prosthesis was confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2019.